Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded, but firmware errors were observed and pictures were taken. The reported event of an error icon display was confirmed because a "call tech support" error 68 was observed. A root cause could not be determined.